Manufacturer narrative:
MDR (B)(4). / initial 3 of 3 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced infusion set fell off event on (B)(6)2026, infusion set fell off during use after 15-20 mins.the blood glucose level was high, and the patient was treated with correction bolus via pump.